Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the lid of the device to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. A test battery was able to power on the device, however, the customer's battery was not returned.

Event description:
The customer contacted stryker to report that their device battery was "empty", and the device was not responding. It was reported that the device was missing the magnet from the lid of the device. In this state the device will not turn on automatically when the lid is activated, which can cause a delay in defibrillation therapy if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.